Event description:
Additional information was received from the doctor. The state of the cornea was not improving. The patient was likely to require a corneal transplant.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the lens met release criteria. Root cause cannot be identified at this time. Additional information was requested but not received to date. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor of ophthalmology reported that two days after an intraocular lens (iol) implant surgery the patient was diagnosed with uveitis posterior, keratouveitis and keratopathy. The surgeon also indicated that she noticed infiltrates on 11am that it may be due to a tip (no details provided). The affected eye was the right one (od). No medical or surgical intervention was required to treat the event. Symptoms were not resolved at the time of this report. Per surgeon, it is unknown what caused/contributed to the event. Additional information was requested but not received to date.